Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Product will not be returned for evaluation, the customer discarded the product. A DHR review was not conducted, lot # is unknown.

Event description:
It was reported that a c-file broke during use and was incorporated into the fill. No injury occurred.